Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported there is a thin vertical black line in the middle of the display of the meter. Caller stated patient had an accident and since then the vertical line is displayed. No adverse event reported. Requested return of the alleged meter for evaluation.